Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from 2 patient samples tested on the cobas 8000 c702 module. The reporter stated that the qc failed after the patient sample run prompting the reruns on another c702 module. Patient 1 the initial result from the module was 40 mg/dl. The repeat result from the other module was 310 mg/dl. Patient 2 the initial result from the module was 41 mg/dl. The repeat result from the other module was 183 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found the water supply pump pressure too high. He then adjusted the water supply pump pressure. He also replaced a sample probe. He verified the module's performance by a precision test with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.